Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that there was insufficient information to determine whether a software anomaly contributed to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Software files have been received. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an optical transsphenoidal procedure when the patient experienced an uncontrolled bleed. The surgeon stopped the procedure including navigation and took the patient to interventional radiology (ir) to attempt a graft, the patient returned to the operating room where they were pronounced brain dead and the patient expired. The surgeon did not believe this was related to an equipment failure, and that it was a complication of the patient's anatomy. The surgeon reported verifying accuracy following registration and navigation was used intermittently throughout the procedure. It was unknown when the time of the bleed occurred and whether they were actively navigating at that moment. The procedure had been delayed an hour or longer due to the reported event.